Event description:
During a remote follow up, noise resulting in oversensing and oversensing of myopotentials was observed on the right atrial (ra) channel of the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that inappropriate automatic mode switch was observed on the device. The patient will continue to be monitored.